Event description:
It was reported that during an implant procedure that the pacing lead was noted to have an insulation break resulting in high pacing impedance. The physician elected to complete the procedure with a different lead. The patient condition was stable.

Manufacturer narrative:
The reported events of insulation damage and high pacing impedance were not confirmed. Visual inspection of the lead found no anomalies to the lead body. X-ray examination found the over-torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.